Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called in to report that the insulin pump turned off even after inserting new batteries. The customer also reported that the night before the incident the display had purple lines through it. The customer had worn the device in her bra. The customer's blood glucose level was 300 mg/dl. The customer was sent a replacement battery cap and was advised to call back when they received it to complete troubleshooting. Nothing was replaced or returned.